Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "off" on (B)(6) 2024 and all cgm alerts were not changed from factory defaults (all on). Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of 2024-03-16 was reviewed. The last cartridge and infusion set change operations prior to the review date were on (B)(6) 2024 at 4:37pm. No instances of manual bg entries were logged. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report and device logs show a period of prolonged hyperglycemia beginning the morning of (B)(6) 2024 through the morning of (B)(6) 2024. On the morning of (B)(6) 2024, the cgm glucose starts to rise above 180mg/dl by 8:36am and is above 400 mg/dl by 12:01pm. The cgm glucose remains hyperglycemic throughout the afternoon and into the early morning hours of (B)(6) 2024, with glucose values ranging between 240 mg/dl and greater than 400 mg/dl. Throughout the event the ilet is seen dosing insulin appropriately in response to the cgm glucose and meal announcements, however, the glucose never trends below 240 mg/dl. The ilet alerted the user appropriately when the cgm glucose was above 300 mg/dl for 90 minutes throughout the event. There is one cartridge and infusion site change logged at 8:20pm on 2024-03-16. No evidence of device malfunction were found in the engineering logs. The ilet appropriately triggered the high glucose alert and was continuously making basal requests for insulin delivery throughout the review timeline. The only instances where the ilet paused basal requests for more than 15 minutes were due to cgm glucose readings decreasing at a rate of at least 2mg/dl per minute. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, device logs and ilet report it appears the ilet operated as intended. The assignable cause for this dka event is related to prolonged hyperglycemia likely due to an infusion site failure. Factors that contributed to the event include the device volume being off, which may have limited the user's ability to be notified and respond to the continued hyperglycemia as well as failure to promptly change out the infusion site and follow the recommendations for hyperglycemia management on the ilet.

Event description:
On 3/19/24 a beta bionics clinical diabetes specialist (cds) received a call from a children's hospital that an ilet user was admitted for diabetic ketoacidosis. The event occurred on 3/17/24. On 3/20/24 a beta bionics customer care agent called the user's grandmother to gather additional event information. The grandmother reported on saturday ((B)(6) 2024) afternoon the user's cgm glucose began trending high and reached over 300mg/dl around midafternoon. The user changed out all supplies (infusion set, cartridge connector, insulin cartridge). The user's cgm glucose continued to run high into the evening and the user changed out supplies again. Both times the user's grandmother noticed the user was using a lot of insulin, but the cgm glucose was not coming down. The grandmother also examined all supplies and did not see any leaks, kinks, or issues with the infusion set cannulas for both changes. The user is using the convatec inset (23", 6mm) infusion set. In both instances the ilet did give an alert for high blood glucose. The user did not do a finger stick test. The next morning ((B)(6) 2024) around 7:00am the user's cgm glucose was still high. The user began to feel sick to their stomach and vomited 3 times. The user checked for ketones which came back as large. At this point the grandmother took user to the hospital. The user was treated with a shot of humalog (estimated 10 units) and an insulin IV bag. The user was held at the hospital the remainder of that day and was released on monday, (B)(6) 2024. The user was back on ilet when leaving the hospital and is running smoothly thus far. The agent informed the user that the amount of insulin being used without seeing their cgm glucose go down was likely the result of some sort of supply issue. The user's grandmother was adamant about examining supplies and saw no issues.